Manufacturer narrative:
The abbott field service representative (fsr) reviewed the instrument logs and determined that there may have been possible carryover contamination that occurred during testing. The fsr replaced the probe which resolved the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results documented after the probe was replaced by the service representative. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a clinician questioned a positive architect total b-hcg result of 1990.16 miu/ml generated for a patient on (B)(6) 2019 because it was inconsistent with the clinical picture. The same sample was recentrifuged and retested generating results of <1.2 and 7.81 miu/ml (negative). No adverse impact to patient management was reported.